Event description:
It was reported that balloon rupture occurred. A 33mm x 100cm (7f) equalizer balloon was selected for use in a balloon-occluded retrograde transvenous obliteration (brto) procedure. The balloon was advanced into the renal vein and inflated to nominal pressure, volume inside the balloon was less than 19cc. After a few seconds, the balloon ruptured and saline leaked. The balloon catheter was removed from the patient and the procedure was completed with a different device.